Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a cardiac/ vascular procedure on unknown date and the reservoir was connected to a drain. During the procedure for varicose vein, air was suctioned. There was no adverse patient consequence reported. Additional information has been requested.

Manufacturer narrative:
It was reported that initial procedure was performed on (B)(6) 2016.

Manufacturer narrative:
The drain is attached to the reservoir's port directly, without connector. During the functional test, the systems functioned properly, no air leakage observed.